Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous transluminal coronary angioplasty. The 90% stenosed target lesion was located in proximal to middle left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent (des) was advanced for treatment. During procedure, while trying to cross a tortuous anatomy and calcified lesion, the shaft was broken. The stent was simply removed, and a 2.75 x 48 mm synergy xd des was deployed, and the procedure was completed successfully. No patient complications were reported.